Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40,40cmmustang balloon catheter was advance for dilatation. During the procedure, at 8 atmospheres the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.